Event description:
It was reported that a small volume intermate was found to have particulate matter in the reservoir. The device was filled with tobramycin. This was observed after filling. There was no patient involvement. No additional information is available. 1 of 2.

Manufacturer narrative:
(B)(4). The device was manufactured between october 9, 2014-october 14, 2014. The device was received for evaluation. Visual inspection identified white particles approximately 0.85 and 1.47 mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic material. The reported condition was verified, but the cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.